Event description:
The crimping tool would not crimp properly. The event did not occur during a surgical procedure.

Manufacturer narrative:
The results of the eval performed suggest that this event was not verified. The device operated according specs. No further action will be taken at this time.